Event description:
It was reported that the system lost motorized movement capability. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and placed parts on order, but no conclusion can be drawn as further repair info is not available.